Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Only the pressure regulating balloon was returned. Visual inspection found a pinhole fluid leak in the balloon shell. The damage is consistent with bulging and material fatigue. The anomaly noted is the probable cause of the reported issue. Based on the investigation results, an evaluation conclusion code of cause traced to component failure was assigned to this event.

Event description:
It was reported that the patient experienced a surgical procedure to revise an artificial urinary sphincter(aus) balloon due to fluid loss and a pinhole in the balloon. No patient complications were reported in relation to this event.

Event description:
It was reported that the patient experienced a surgical procedure to revise an artificial urinary sphincter(aus) balloon due to fluid loss and a pinhole in the balloon. No patient complications were reported in relation to this event.